Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding with a probable relationship to the impella device used: patient with baseline hemoglobin/hematocrit (h/h) on (B)(6) 2024 at 22:54 of 13.0/40.0. Per nurse, on (B)(6) 2024 patient had impella groin access site bleeding. Impella access entry site adjusted, and resutured for hemostasis. (B)(6) 2024 h/h was 6.1/18.3. Patient transfused with two units prbc. Anemia was much improved by (B)(6) 2024 with h/h of 8.8/26.2. The patient recovered with sequelae. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.the root cause of access site bleeding was determined to be use issue because the bleeding was resolved by adjusting and resuturing the access site.